Event description:
The complainant indicates that the glucometer elite system is reading erratic. For example the system will provide a blood glucose value of 353 mg/dl and then 56 mg/dl. While on the phone electronic checks were conducted and the system provided results within specification. It was learned that the customer is using excel off brand reagent strips. The use of this reagent is not supported by bayer diagnostics. The customer was instructed to contact the MFR of the excel off brand reagent strips for further evaluation. The customer was supplied with bayer supported elite strips and will call back to complete system evaluation.